Event description:
ICU patient on very high epi/norepi/vaso for hemorrhagic shock. Alaris pump alarmed discharged battery and immediately turned off, no prior battery alarms noticed. Nurse attempted to restart drips, had to wait got pumps to turn on and completely restart. Took less than a minute, however in that time patient blood pressure lost and was not able to get it back. Epi taken to 1 mcg/kg/min and vasopressin increased to 1.6 mill-units/kg/min with little improvement. Push pull started; heartrate decreased significantly. Pulse not detected. Patient was a full and prior to this event. Per discharge summary: on epinephrine, norepinephrine, and vasopressin for hypotension on extremely high doses (0.6 mcg/kg/min , 0.8 mcg/kg/min and 0.6 mili-units/kg/min respectively ) were the lowest able to achieve prior to his demise. All alaris devices are on software version 9.33, we have not upgraded to v12. Manufacturer response for pump, infusion, alaris (per site reporter). Manufacturer response for pump, infusion, alaris syringe pump, model 8100 (per site reporter).